Event description:
The event is reported as: the customer alleges that the surgeon noticed a hole in the balloon of the device. The alleged defect was noted prior to use. Another device was obtained without issue.

Manufacturer narrative:
The catalog number reported by the user facility is a partial catalog number. A request for the complete catalog number was requested, but not received at the time of this report. The device sample was not returned for evaluation at the time of this report.